Manufacturer narrative:
Complaint conclusion: while advancing the smart control sds across the lesion the stent pre-maturely deployed and did not fully cover the lesion requiring placement of an additional stent to fully cover the lesion. The procedure was finished successfully and there was no patient injury. The target lesion was the iliac artery with heavy calcification and 100% stenosis. The product was inspected and prepped according to the instructions for use. It is unknown if there was difficulty encountered while advancing/tracking the ses towards the lesion. It is unknown if the stent delivery system passed through any acute bends. The delivery type of the ses to the lesion is unknown. The ses did not have to pass through a previously placed stent. There was no unusual force used at any time during the procedure. It is unknown if the additional stent was placed proximal or distal to the first stent and of it was placed overlapping. Review of lot 15634303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
While a smart control self expanding stent (ses) was crossing the lesion, the stent was released unexpectedly and the lesion was not covered entirely. Therefore, an additional stent was placed and the lesion was fully covered. The procedure was finished successfully and there was no patient injury. The product was inspected and prepped according to the instructions for use. It is unknown if there was difficulty encountered while advancing/tracking the ses towards the lesion. It is unknown if the stent delivery system passed through any acute bends. The delivery type of the ses to the lesion is unknown. The ses did not have to pass through a previously placed stent. There was no unusual force used at any time during the procedure. It is unknown if the additional stent was placed proximal or distal to the first stent and of it was placed overlapping. The target lesion was the iliac artery with heavy calcification and 100% stenosis.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.